Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device had been returned previously for the same malfunction. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device temperature was above specification, had damaged bearings, damaged cable/cord/wiring and excessive noise. It was further determined that the device failed pretest for motor thermistor assessment, no short circuit between sensor grid and connector body, no short circuit between 5 volt dc line and connector body, no short circuit between hall sensors and connector body, no short circuit between phases and connector body, noise assessment, air pump assessment, handpiece temperature assessment and hand control assessment. It was noted in the service order that the device was not working and broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.